Event description:
Report received from abbott international affiliate that the contents of a receptal canister hit the nurse in the face. The report stated "nurse wanted to switch a connected suction tubing from one receptal canister to another. While doing this, content of the removed canister hit their face and their had to receive first aid. Among other things their was administered eye drops and had to stay 1 day away from work." Though requested, no additional information was available.